Event description:
Abutment and abutment screw replacement surgery for a femur patient due to fractured abutment screw. No clinical signs reported. Component replacement took place on (B)(6) 2023.

Manufacturer narrative:
Off label use is the most probable root cause for the premature fracture of the abutment screw. Patient weight above recommendation in IFU. Off label use of fixed connector instead of prescribed axor ii safety connector.